Manufacturer narrative:
A visual inspection of the item was performed. The system was received in shipping spare part box. Part received seems to be in good physical condition from the cosmetic/visual point of view. Review of controller data downloaded was performed and the treatment hours indicates the unit treated for 85 hours (treatment period 17 days). No abnormal condition reported on device history records. A visual inspection of the system was performed and no exposed wiring was observed. The system was functionally tested and was found to operate as intended. No physical and/or device function condition could be found that could be considered as a causal factor for the reported complaint. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation. This is report one of two for the same event. Report two of two is reported on MFR #0002242816-2017-00013.

Manufacturer narrative:
#P790002/s026. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient's mother reported the patient used the unit for about a month and developed a huge rash with blisters on the skin of his leg in the opening of the coil. The patient saw the doctor about three to four weeks prior to (B)(6) 2017. The doctor told the patient to discontinue using the device because of the rash. The patient is in the hospital and had another surgery. More information was requested about the hospitalization and event but no additional information was received.

Manufacturer narrative:
Review of the device history records shows the item was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This is report one of two for the same event. Report two of two is reported on MFR #0002242816-2017-00013.